Manufacturer narrative:
No device has been returned for evaluation. No radiographs have been provided that confirm the event type. Review of manufacturing records indicates no non-conformances with respect to material type, dimensions or treatments which may contribute to the reported event. The root cause of this reported event has not been determined. Labeling review: "as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves, pulmonary emboli; loss of sensory and/or motor function; pleural effusions, hemothorax, chylothorax, pneumothorax, subcutaneous emphysema, need for chest tube insertion, intercostal neuralgia, rib fracture, diaphragm injury; atelectasis; impotence; permanent pain and/or deformity. Rarely, some complications may be fatal. Device not returned.

Event description:
On (B)(6) 2017 a patient underwent tlif procedure. A review of the x-ray image revealed migration past the vertebral margin of the l2/3 spine level. Patient received a revision surgery on (B)(6) 2017 in which implant was removed and replaced.